Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site. As a result, on (B)(6) 2021, the physician revised the battery location by placing the ipg slightly lower in the pocket. Surgical intervention resolved the issue.